Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used. During the procedure, the suture was broken immediately with continuous suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Investigation summary: the product was returned to ethicon inc for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one opened sample product code sxpp1b105 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab (loop) was observed cutted appears to be by surgical instrument. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. The following information was requested, but unavailable: please provide procedure date. Please provide lot number. How was procedure successfully completed? No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.